Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received a scs system, including two percutaneous leads (from the same lot), on (B)(6) 2011. It was reported that the pt did not feel stimulation. Diagnostic tests exhibited high impedance readings on all lead contacts of one lead. The pt was allegedly reprogrammed and feels stimulation from the other lead with no impedance issues. There are currently no plans for surgical intervention. No further pt complications were reported.